Manufacturer narrative:
Data analysis showed intermittent impedances. The ep was uncertain whether this was related to the lead, the device, or the connection. The entire system, including the ICD and lead, was replaced. The lead remains in situ, with an additional lead placed. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the shock impedance around 120 ohms with multiple intermittent increases to >150 ohms. Based on the available information, no conclusion can be drawn regarding the root cause of the clinical observation. However, intermittent out of range shock impedances due to relatively high base impedance should be taken into consideration. Should additional relevant information become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. Data analysis showed intermittent impedances. The ep was uncertain whether this was related to the lead, the device, or the connection. The entire system, including the ICD and lead, was replaced. The lead remains in situ, with an additional lead placed. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The memory content of the ICD was inspected. The analysis of the provided trend data, acquired between september 03, 2023 and april 29, 2024 recorded the shock impedance around 120 ohms with multiple intermittent increases to >150 ohms. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.

Event description:
It was reported that the shock impedance was too high the data from the dump is under analysis. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 03, 2023 and april 29, 2024 recorded the shock impedance around 120 ohms with multiple intermittent increases to >150 ohms. Based on the available information, no conclusion can be drawn regarding the root cause of the clinical observation. However, intermittent out of range shock impedances due to relatively high base impedance should be taken into consideration. Should additional relevant information become available for analysis, the investigation will be updated.